Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a rash. The sensor was inserted on (B)(6) 2016. Date of issue is an approximation. Rash was located underneath the senor adhesive and spread out about a 1/4 of an inch beyond the adhesive. On (B)(6) 2016, patient was taken to the doctor, who recommended the use of over-the-counter flonase. Date of doctor visit is an approximation. At the time of contact, the patient was stable. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly